Event description:
Operating room staff found fine particulate material of unknown composition and origin on outer surface of tyvek cover on multiple sterile packages of sterile light handle covers. The problem was discovered in channel of distribution and suspect material was not introduced into sterile operating room's. Five cases of suspect product have been quarantined. Visual inspection using dissecting microscope revealed multiple very small particles ( <0.5 mm in size) on outer surface. It was not possible to measure more accurately. Manufacturer will be notified. Product has been quarantined and will be returned to manufacturer.